Event description:
It was reported that the patient had multiple pump stops. The log file review captured several driveline power faults on (B)(6) 2021 then driveline disconnected events followed by more driveline power faults. There were several times in the log file that showed pump off with the driveline disconnected. After that time the pump speed came up to fixed speed and flow was normalized for the remainder of the log. The patient also had low flow alarms. The patient had been moving boxes all day and when the patient arrived to the intensive care unit (ICU) it was observed that the yellow band on the modular connection was visible. The connection was tightened and there had been no more issues. The patient was stable and was doing well. Related manufacturer report number of controller: 2916596-2021-00745.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop events that appeared to be associated with driveline disconnects. Although a specific cause could not conclusively be determined, the account contributed the pump stops to a poor connection of the modular cable and pump cable. The submitted controller event log file contained data from on (B)(6) 2021 at 21:28:28 to on (B)(6) 2021 at 1:14:47. From on (B)(6) 2021 at 21:28:28 to on (B)(6) 2021 at 1:08:09, there were multiple pump stop events. The lvad was stopped on (B)(6) 2021 from 21:28:28 to 21:28:30, 21:29:04 to 21:29:28, 21:30:04 to 21:30:14, 21:30:18 to 21:50:01, 21:51:06 to 22:18:10, and on (B)(6) 2021 from 1:05:36 to 1:08:08. The pump stop events appeared to be due a driveline disconnect and were associated with driveline disconnect, lvad off, driveline power fault and low flow alarms as well as pwr a broken, pwr b broken, com a faults, com b faults, low speed advisory and hazard, low flow, low pump current and pump stop faults. It was later reported that the pump stop events were due to the patient¿s inline connection between the modular cable and pump cable not being tightened properly. Following the pump stop events at 1:08:09 on (B)(6) 2021, the pump returned to the set speed. The submitted lvad event log file captured numerous pump off events that were consistent with the pump stop events captured in the submitted controller event log file. These events were associated with sw_reset, rot_displ, and not_initialized flags. The submitted controller periodic and lvad periodic log files captured the pump operating as expected. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. The heartmate 3 IFU and patient handbook warn that if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The IFU also provides instructions on connecting/disconnecting the modular cable and pump cable at the inline connection and making sure that it is fully and properly secured with no yellow band visible. Furthermore, the hm3 IFU and patient handbook address all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 25oct2017. No further information was provided. The manufacturer is closing the file on this event.